Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Device dosing was noted at 11.9 mcg/day.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received lioresal 2000 mcg/ml at an unknown dose via an implantable pump. The patient's concomitant medications and medical history were not obtainable. It was reported that during normal use the pump was interrogated and the pump had stalled on (B)(6) 2015. Troubleshooting included device interrogation but the pump was still not recovered. The patient experienced a loss of therapy. There were no environmental, external, or patient factors that caused or contributed to the event. At the time of the report the issue was not resolved and the patient's status was alive-no injury. No interventions occurred but the pump was scheduled for replaced on (B)(6) 2016. The patient was being managed with oral medication until the replacement. It was later reported that the pump was replaced there were no further actions scheduled. The patient was receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.